Event description:
It was reported that an inpatient patient presented with atrial fibrillation. Interrogation of the ventricular leadless pacemaker (vlp) revealed there was low pacing impedance and high capture thresholds. A chest x-ray confirmed the vlp exhibited a micro-dislodgement. No interventions were performed. Further information was requested but not received.